Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-dec-04, information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient who was receiving gabalon at a daily dose of "50 mcg (dosing duration: (B)(6) 2017 ~ continuing), 500 mcg (dosing duration: ~ (B)(6) 2017 continuing)" via an implantable pump used for spinal cord injury. On (B)(6) 2017, a pump refill was performed and the healthcare professional (hcp) was present during the refill to change the mode to flex mode. It was stated, "because injection to the pump was unable, photo of fluoroscopy that performed a couple of days ago was checked and confirmed pump inversion". The pump was "re-inverted touching the patient's body" by the hcp afterward, and the refill continued. To accurately check the residual drug volume, a 5 ml syringe was intentionally used. The variability was 0%. Therefore, "it was considered that catheter kink did not occur". The hcp considered that "because there was no issue with the variability, the condition would be stable after a while, so the condition was decided to be monitored for a while". The patient was told to wait and see for a while and if some issue occurred, an operation would be conducted. The attending physician's assessment stated,"the patient weighed greater than 80 kg and had very thick subcutaneous fat, so the pump could not be sutured to fascia". The comment of the rep of daiichi stated, "it was put into an itb memo that the patient had very thick subcutaneous fat as hcp commented. It was easy to imagine that the case was not smoothly performed". The date of incidence was reported as "around (B)(6) 2017". The event outcome was recovered in (B)(6) 2017. The causality of the event was considered as surgical procedure related. No patient symptoms were reported.